Event description:
It was reported during the implant attempt, the helix mechanism was damaged. It was also reported that the helix mechanism was stuck and could not retract or advance any more. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and it showed that the helix was partly extended and bent (damaged at implant), and that blood and tissue were on it. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the implant attempt, the helix mechanism was damaged. It was also reported that the helix mechanism was stuck and could not retract or advance any more. Different lead was used. No patient complications have been reported as a result of this event.